Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved a chemolock¿ which was reported to disconnect. The reporter stated the spinning piece detaches from the tubing and the problem was noted during infusion of chemotherapy. When the chemolock¿ disconnects they must re prime the chemotherapy line resulting in wastage, patient receiving less than the prescribed dose, a delay in completion of therapy, and chemotherapy exposure to the caregiver. The reporter stated when the chemolock¿ disconnects at the spinning part, there is chemotherapy exposure to the caregiver as the line disconnects and there are drops of chemotherapy on clothing, bed and floor. Upon discovering the disconnect, the caregiver clamped and held the line resulting in chemotherapy exposure. A nurse then attended to the situation using protective personal equipment. There was patient involvement, however no report of patient harm.

Manufacturer narrative:
Received one new cl2000s chemolock; lot #6043756, one new 2426-0500, bd alaris pump infusion set back check valve; lot #(10)22083160 and one new cl3534, 5" (13 cm) appx 1.8 ml, bag spike adapter w/chemolock; lot #5997965 for inspection. No damages or anomalies noted. The chemolock was functionally tested and met product performance specifications. The female luer of the chemolock and male luer of the mating device was measured and met iso standards for luer fittings. The reported complaint of disconnection could not be replicated or confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history of the provided new sample was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Product received date: 11/9/2022.